Event description:
The customer reported that while doing a bilateral vein harvest the pt was burned twice, once on each ankle. The pencil was self-activating when it was in the handswitching port. The burns were treated with ointment.